Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device had not been serviced in the past. The device was found to have a scratched liquid crystal display (lcd) lens, worn upstream occlusion (uso) seal and lifted downstream occlusion seal (dso). The customer's reported issue was verified through functional testing and the root cause of the issue was a pin stuck in the lemo connector. Device repairs were made to solve the problem including replacing the dso seal. The device then passed all functional tests after the repair.

Event description:
It was reported that the bolus cord pin was stuck in the bolus port and not allowing the bolus cord to completely insert. The event occurred during testing. There was no patient involvement. Device analysis identified a lifted downstream occlusion seal.